Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented 23 mar 2021 with a right ventricular lead that was capped and replaced due to an unspecified pacing lead impedance anomaly. The patient was stable throughout.

Event description:
New information notes that the right ventricular lead was experiencing high capture thresholds and and high pacing impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.